Event description:
The customer reported that the op5 adapter is very hot and not charging properly. The customer stated, 'it looks like it was about to melt' and 'the plastic label on it had crinkled up'. This was the first time she had used it to charge as started on op5 that day. Replacements have been sent to the customer.

Manufacturer narrative:
The case reports that the device experienced a thermal event when used for the first time. According to the report the charging adaptor appeared almost melted when it was plugged in to recharge the device. The customer did not require medical intervention and no symptoms were reported. The customer was sent a replacement adaptor and charging cable. The device associated with this complaint is not expected to be returned for analysis investigation and images were not provided. The root cause of thermal allegation reported cannot be confirmed based upon the information available. This case will be reassessed if new information becomes available. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.